Manufacturer narrative:
His case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 20-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('experiencing lower abdominal pain') and fatigue ('fatigue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion disability), dizziness ("dizziness"), confusional state ("confusion"), sneezing ("sneezing out "), multiple allergies ("allergies") and alopecia ("hair falling"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, fatigue, dizziness, confusional state, sneezing, multiple allergies and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, confusional state, dizziness, fatigue, multiple allergies and sneezing to be related to essure. The reporter commented: ¿ disability was mentioned but not specified or assigned to one of the events" most recent follow-up information incorporated above includes: on (B)(6) 2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('experiencing lower abdominal pain') and fatigue ('fatigue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion disability), dizziness ("dizziness"), confusional state ("confusion"), sneezing ("sneezing out "), multiple allergies ("allergies") and alopecia ("hair falling"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, fatigue, dizziness, confusional state, sneezing, multiple allergies and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, confusional state, dizziness, fatigue, multiple allergies and sneezing to be related to essure. The reporter commented: ¿ disability was mentioned but not specified or assigned to one of the events". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.